Event description:
During the insertion of a suture anchor (right shoulder labral repair), a portion of the anchor fractured off into the patient's shoulder. The portion that broke off was retrieved by the surgeon, and the remaining screw was implanted into the patient's shoulder. The anchor used was an arthrex biocomposite pushlock, short, ref ar-2923bc, lot#1304657, expiration date 9/2016; it was the first anchor implanted of a series of three brought in by the sales rep. All three of the anchors were of the same lot number, and all three were implanted.